Event description:
Filter was placed about six weeks prior to attempted retrieval in 05. Access was made via the right jugular and the wire guide was advanced. Flush catheter was placed and they did a run and determined that the filter was clear of clot. They exchanged the catheter out, dilated with the dilator in the set, and went down with the introducer sheath. The wire was visualized under fluoro (c-arm) below the filter in the ivc. The introducer sheath was being advanced and visualization of the wire guide was lost. Advancement of introducer sheath was stopped to determine where they were and the introducer sheath was found to be in the heart instead of the ivc. The introducer sheath was backed out and brought back to the svc. Moved the wire guide into the ivc and advanced the introducer sheath to snare and retrieve the filter. The anesthesiologist noted irregularities in vitals. Watching vitals, started fluids and aborted the procedure for filter retrieval. Subsequent information received indicated the patient had expired.

Event description:
Limited info is available concerning the pt history and subsequent cause of death. It was known that the pt was between thirty to forty years old. Pt had a recent history of varicose vein ablation with subsequent placement of vena cava filter. Some time following vena cava filter placement, pt then underwent surgery to retrieve the filter. The info surrouding the pt's death was received from a secondary source and was very general info. The primary and secondary causes of death were not available to us.